Event description:
The patient reported that "I can feel my device pace my heart". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that "I can feel my device pace my heart". The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device was removed per physician judgment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.